Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer and herpes simplex. Previously administered products included for an unreported indication: depo provera from 1990 to 2005. Concurrent conditions included pap smear abnormal, pain and nausea. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/pain abdominal during cycle."), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discripancy noted in essure insertion date feb-2011 & (B)(6) 2011 4 coils were noted protruding from the ostium into the uterine cavity on the (r). 6 coils were noted protruding from the ostium into tile uterine cavity on the (l), diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 143 kgs. Ultrasound scan vagina - on an unknown date: total bilateral occlusion (B)(6) 2009:hcg urine test: negative (B)(6) 2011:final pathologic diagnosis: a. Uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingooophorectomy: - cervix: unremarkable. - endometrium: inactive, - myometrium: adenomyosis. - ovaries: unremarkable. - fallopian tubes: unremarkable. B. Breast, right, mastectomy: - unremarkable benign mammary parenchyma. C. Breast, left, mastectomy: - unremarkable benign mammary parenchyma. - no in-situ or invasive carcinoma identified. D. Breast, left upper outer, resection: - benign mammary parenchyma with previous surgical site changes. - no in-situ or invasive carcinoma identified most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia),dysmenorrhea, migraine , headaches, are added. Lot number & lab data updated. Historical & concomitant conditions , drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of cervix injury ("I had a slit in cervics:complications from your essure removal procedure") and pelvic pain ("severe pain") in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer and herpes simplex. Previously administered products included for an unreported indication: depo provera from 1990 to 2005. Concurrent conditions included pap smear abnormal, pain and nausea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced cervix injury (seriousness criterion medically significant) and complication of device removal ("I had a slit in cervics:complications from your essure removal procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/pain abdominal during cycle."), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the cervix injury, pelvic pain, menorrhagia, dysmenorrhoea, migraine, headache and complication of device removal outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered cervix injury, complication of device removal, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discripancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2011 4 coils were noted protruding from the ostium into the uterine cavity on the (r). 6 coils were noted protruding from the ostium into tile uterine cavity on the (l), diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 143 kgs. Ultrasound scan vagina - on an unknown date: total bilateral occlusion (B)(6) 2009:hcg urine test: negative (B)(6) 2011:final pathologic diagnosis: a. Uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingooophorectomy: - cervix: unremarkable. - endometrium: inactive, - myometrium: adenomyosis. - ovaries: unremarkable. - fallopian tubes: unremarkable. B. Breast, right, mastectomy: - unremarkable benign mammary parenchyma. C. Breast, left, mastectomy: - unremarkable benign mammary parenchyma. - no in-situ or invasive carcinoma identified. D. Breast, left upper outer, resection: - benign mammary parenchyma with previous surgical site changes. - no in-situ or invasive carcinoma identified quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received: event I had a slit in cervics added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer and herpes simplex. Previously administered products included for an unreported indication: depo provera from 1990 to 2005. Concurrent conditions included pap smear abnormal, pain and nausea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/pain abdominal during cycle."), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discripancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2011. 4 coils were noted protruding from the ostium into the uterine cavity on the (r). 6 coils were noted protruding from the ostium into tile uterine cavity on the (l), diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 143 kgs. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. (B)(6) 2009:hcg urine test: negative. (B)(6) 2011:final pathologic diagnosis: a. Uterus, cervix, bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingooophorectomy: cervix: unremarkable. Endometrium: inactive, myometrium: adenomyosis. Ovaries: unremarkable. Fallopian tubes: unremarkable. Breast, right, mastectomy: unremarkable benign mammary parenchyma. Breast, left, mastectomy: unremarkable benign mammary parenchyma. No in-situ or invasive carcinoma identified. Breast, left upper outer, resection: benign mammary parenchyma with previous surgical site changes. No in-situ or invasive carcinoma identified . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.